Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. However there was the possibility that this phenomenon was attributed to a failure of the ccd or the electrical circuit board inside the video connector, or a malfunction on the system side. If additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation repair center was informed from the facility that in unspecified timing the endoscopic image of subject device was not displayed. There was no report of patient injury associated with this event.